Event description:
It was reported that the 3.0 x 15 mm nc trek balloon was selected to post dilate an unspecified stent after placement. The balloon was prepped as per the instructions for use (IFU) and inserted along the guide wire. After the indeflator was attached to the hub of the balloon, the hub dislocated from the hypotube. The balloon was retracted and the stent was post-dilated with another non-compliant balloon. The case was then concluded. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.